Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a polarity switch 7,193 low impedance paces occurred between (B)(6) 09 and (B)(6) 2010. The low impedance could not be duplicated in the clinic with movement. It was further reported that there was an atrial lead integrity alert triggered, varying impedance, high and low impedance, and patient experienced palpitations. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that following a polarity switch 7,193 low impedance paces occurred between (B) (6) 2009 and (B) (6) 2010. The low impedance could not be duplicated in the clinic with movement. The device remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: date of death, date device manufactured, operator code, and device codes.